Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Several pixels are missing from the display and misinterpretation is possible. Pixel problem is mainly in the area of bolus amount when customer retrieves the last delivered bolus in the memory. No adverse event alleged. A request was made for the return of the device.